Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 230 mg/dl. The customer stated that he had disconnected the quick release, and when he re-connected, it didn't connect properly. The customer stated that he didn't realize it hadn't connected properly until his blood glucose levels were very high. The customer stated that he changed the infusion set manually as he didn't have the inserter. When he returned home, his blood glucose was over 300 mg/dl, and when removing the infusion set, the cannula was bent. The customer stated that he is thin, and has had bent cannulas in the past. Suggested trying the silhouette infusion set. Nothing further was reported.